Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign-body material has been removed.') In a female patient who had essure (batch no. 50665570) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required) and experienced injury ("injury person"). The patient was treated with surgery. Essure was removed. At the time of the report, the injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. The reporter commented: on follow up of 31-aug-2021 discrepancies were noted: patient's initials reported as (B)(6) and insertion date reported as (B)(6) 2021. Lot number: 50665570 manufacture date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-sep-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign-body material has been removed.') In a female patient who had essure (batch no. 50665570) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required) and experienced injury ("injury person"). The patient was treated with surgery. Essure was removed. At the time of the report, the injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. Lot number: 50665570. Manufacture date: 2012-05. Expiration date: 2015-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2021: reporter information added, product tab- device removal updated to yes, medical device removal added as event, case upgraded to serious incident, case updated to valid. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.